Manufacturer narrative:
Correction: the correct catalog number is 90774 not 90432 as previously reported. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment site. The patient underwent revision surgery to excise the excess skin on (B)(6) 2013. The abutment was replaced. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.